Event description:
Stent couldn't be deployed; we saw a blue thread appeared close to yellow mark and we had to take everything out and we noticed the catheter was broken no extra procedure needed no report to government. "As per cc form": product used in a tight cbd stricture which required force to introduce the evolution stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? During stent placement/deployment 2. What endoscope type and channel size was used? 4.2. 3. What was the position of the elevator? Open. 4. Details of the wire guide used (diameter, type, make)? Olympus visiglide. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 7. Please advise the anatomical location of the intended target site. Cbd. 8. How long was the stent in the patient by the time this complaint occurred? N/a. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. 10. Did the patient require any additional procedures as a result of this event? No. 11. What intervention (if any) was required? 12. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, 13. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 14. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 2cm. 2. Where was the stricture located in the body? Cbd. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? Yes, 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? Yes, questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? Deployment, 2. Was the directional button pressed during use? Yes, 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 4. Was the yellow marker kept in view during deployment? Yes, 5. Are images of the device or procedure available? Yes, questions related to during introducer withdrawal n/a. 1. Are images of the device or procedure available? N/a, 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, 3. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, 4. Was the safety wire fully removed before removing the delivery system? N/a, 5. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 20-aug-2025.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c2213655 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 15th january 2025. On evaluation of the device, the following was observed: visual inspection: ¿red safety tab not returned ¿directional button in deployment position ¿red shuttle on 14th dimple (before ponr) ¿safety wire luer has broken off the handle. ¿break observed in the outer sheath distal to the zip port. Functional inspection: ¿ handle actuating fine for deployment and recapture. ¿ unable to remove safety wire ¿ unable to deploy stent. Lab re-evaluation 08 jul 2025. Visual inspection: break noted distal to the yellow marker. Functional inspection: attempted to manually deployed the stent stent deployed with no issue. Tear observed in the coating of the stent. Safety wire removed with no issue; safety wire is straight. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. From the additional questions, it is known that resistance was encountered when passing the evolution device through the stricture. It is possible that attempts to deploy the stent against resistance led to a build-up of pressure resulting in the outer sheath break, as observed in the lab evaluation. As a result of the break, it was not possible to remove the safety wire and stent deployment could not be achieved initially. Multiple inspections are in place for the device during the manufacturing, quality control and packaging process therefore it is highly unlikely this occurred prior to leaving cirl confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.